Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. Device received with cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had difficulty with the operation of the insulin pump keys, in fact he had to press them several times to allow them to respond to commands, all except the central one. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.